Event description:
Customer reports the softclix lancet will not retract. No accidental needle stick occurred. No adverse event reported. The customer did not provide the location where the malfunction occurred. Requested return of suspect device and replacement was sent.